Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.